Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was in good condition, no signs of external damage. Syringe near empty found on error history log.found 'syringe near empty' during infusion. This is a normal medium-priority alarm that indicates any condition requiring intervention but does not halt infusion. There was no problem. "Syringe near empty" is a normal advisory alarm. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Customer's reported problem was not found or confirmed. Device operates within specification. Performed annual preventative maintenance, power up process and all functional tests which passed.

Event description:
It was reported that device indicates syringe is nearly empty and it is not. No patient injury was reported.